Event description:
It was reported that during implant of this right atrial (ra) lead, the helix extended after 20 rotations, however, the lead parameters during implant testing were sub-optimal. The specific measurements were not provided. An attempt was made to reposition the lead, however, the helix was unable to be retracted. The lead body was rotated and the lead was removed from the body. The helix was extended outside of the body and then could not be retracted. The lead was attempted, but not implanted. The procedure was completed with a non-boston scientific lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right atrial (ra) lead, the helix extended after 20 rotations, however, the lead parameters during implant testing were sub-optimal. The specific measurements were not provided. An attempt was made to reposition the lead, however, the helix was unable to be retracted. The lead body was rotated and the lead was removed from the body. The helix was extended outside of the body and then could not be retracted. The lead was attempted, but not implanted. The procedure was completed with a non-boston scientific lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.